Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the entire site was down, and the patient was in pre-admission status. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the entire site was down, and the patient was in pre-admission status. The technical support specialist (tss) dialed into the enterprise server and confirmed that the last extensible markup language was successfully processed, with medication orders and patient profiles syncing in real time. The interface was confirmed to be operational, and the customer was advised to monitor the issue, which they acknowledged. Subsequently, the customer reported that multiple machines were in critical override, although the hospital information technology team reported no issues on their end. The tss verified that all bd services were operational, with no errors in the medication application or data synchronization logs. The health site viewer showed no critical notices, and the site-down query confirmed normal communication. The tss contacted the customer to confirm the issue had been resolved. Upon request clarification on prior work, the tss explained that the issue was likely due to certain services not starting properly. The system functioned as intended after the technical support specialist resolved the issue.